Event description:
It was reported that revision surgery will be performed due to pain and metallosis.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.